Manufacturer narrative:
Follow up report: (B)(4). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). B3: date of the event between jan 1, 2011, and dec 31, 2021. D10: unknown liner, #item unknown, #lot unknown, unknown cup, #item unknown, #lot unknown, unknown head, #item unknown, #lot unknown. Therapy date: unknown. G2: foreign country austria. Report source journal article "luger, m., feldler, s., schopper, c., gotterbarm, t., & stadler, c. (2024). Is there a difference in pelvic and femoral morphology in early periprosthetic femoral fracture in cementless short stem total hip arthroplasty via an anterolateral approach? Journal of orthopaedics and traumatology, 25(1). Https://doi.org/10.1186/s10195-024-00795-x" attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
09-jun-2025, a journal article was retrieved from journal of orthopaedics and traumatology (2024) that reported a retrospective, single-center, multi-surgeon, comparative study from austria. The purpose of the study was to analyze the pelvic and femoral morphology in cementless short stem tha via a minimally invasive (mis) anterolateral approach. The study screened 1826 total hip arthroplasties with fitmore stems at a single large academic center between january 1, 2011, and december 31, 2021. Of the screened hips, 39 met the criteria for review as having sustained a periprosthetic fracture within 90 days postop (29 female, 10 male) while 78 were assigned to the non-fracture group. Along with the fitmore stem, patients received a cementless press-fit cut with or without screws (allofit) or a cementless threaded cups (alloclassic csf or alloclassic variall). The study population had a mean age of 74.4 years at time of surgery (range 65-83 years).it was reported that 28 patients experienced a postoperative periprosthetic femoral fracture; of which, 1 occurred at the lateral cortex 17 days postop with no history of falls and cause of fracture unknown (vancouver classification b2). The patient was revised to a cemented monoblock revision straight stem with 3 cerclage cables applied.attempts have been made and additional information on the reported event is unavailable at this time.